Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
Tina-quant hemoglobin a1c gen.3 - the reagent lot number is 855565. The expiration date was not provided. The field service engineer inspected the module and found a perforated vacuum nozzle tubing, a flickering gear pump pressure gauge, and deteriorated vacuum diaphragms. He replaced the parts, including the gear pump head and sample probe, and performed preventive maintenance and adjustments. He verified the module's performance with mechanical checks, cell blank measurements, patient sample runs, and a hardware precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for two patient samples tested on the cobas 6000 c501 module. Patient sample 1 the initial result was 15.3%. The repeat result was 5.3%. Patient sample 2 the initial result was 8.1%. The repeat result was 6.5%. The initial results were not reported outside of the laboratory as they were deemed high, prompting the rerun. The repeat results were deemed correct.